Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. Devices and components not returned for investigation. This complaint remains as not confirmed due to: -the lack of evidence -equipment and/or parts not sent for investigation. To our knowledge no patients or treatments were involved. This complaint is added in our trends for statistical analysis. This complaint is not confirmed. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 01 (motor rotation).